Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: neu_recharger_acc, serial# unknown, product type: recharger.

Event description:
The healthcare professional (hcp) of a clinical study reported that the patient complained that she had to recharge her battery on a daily basis. The patient reported at times she woke up in the morning and the battery had died. The site was unable to interrogate because the battery was not charged. The event was related to the device or therapy and not related to the implant procedure. The etiology was noted as recharging process. The patient was able to recharge the battery but had to perform this on a daily basis or battery will continuously run out. The outcome was ongoing. Additional information received from the consumer via the manufacturer's representative (rep) reported this was the patient's second overdischarge with this device. The rep stated the patient may have been taught how to perform the physician mode recharge (pmr). The patient had performed the pmr and was seen in the office to clear the power on reset (por) message. It was noted the implantable neurostimulator (ins) was not implanted too deep and the patient was able to get 8 coupling bars right away. The patient was using an adhesive disc to charge. The patient claimed she was charging every day, but the rep noted it was due to overdischarge. At this time, the rep stated the patient would be scheduled for an ins replacement in the near future, sometime in the next two months, most likely in (B)(6). There were no device issues. This was due to patient compliance. Relevant medical history included: spinal pain, radiculopathy.

Event description:
Additional information received reported the ins was replaced on (B)(6) 2016.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the implantable neurostimulator (ins) was unable to maintain charge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. During the office visit on (B)(6) 2016, the patient complained that she wakes up in the morning and the battery had died. The ins had been replaced with a non-rechargeable ins. The event was related to the device or therapy, and specifically related to the subject's usability issues as the patient had cognitive difficulties with recharging.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. The patient's baseline weight was provided.